Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level 530mg/dl. Customer current blood glucose was unknown. The customer had symptoms like little nauseated, sweating. Customer treated with manual injection. Troubleshooting was performed. The reservoir will not be returned for analysis.